Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the date of surgery with implant exchange is (B)(6) 2019. Mentor also became aware that rupture is only on the left side and right side capsular contracture has increased to baker grade IV. Hence, following fields have been updated on this form: - is required intervention has been selected - has been updated to (B)(6) 2019. - patient code "no code available" has been added - device code has been updated to "adverse event" from "rupture" - method code has been updated to "device not returned" this supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with 275cc mentor memorygel breast implant and was presented with bilateral capsular contracture; baker grade iii, and possible rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.